Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Allegedly, upon impaction of tibial baseplate trial with 12x100 trial in place, a fracture occurred at the time of the distal stem. Surgery time extended by 30 minutes.